Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot: 9156796, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was most likely a manufacturing defect that occurred during the catheter tipping process.

Event description:
It was reported that insyte 24ga x 0.75in needle went through the catheter on 4 occasions during use. The following information was provided by the initial reporter: the client comments that when puncturing and giving back to know if it is in a vein, the catheter (floats), that is why I request your support to diagnose and comment with my client.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte 24ga x 0.75in needle went through the catheter on 4 occasions during use. The following information was provided by the initial reporter: the client comments that when puncturing and giving back to know if it is in a vein, the catheter (floats), that is why I request your support to diagnose and comment with my client.